Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to an outside hospital emergency room and presented with rectal bleeding with large amounts of gross blood and blood clots. The patient¿s hemoglobin (hgb) dropped from 12mg/dl to 9 mg/dl. The patient was transfused with 1 unit of packed red blood cells (prbc) from the outside hospital. On (B)(6) 2018, the patient was transferred to advocate christ hospital and medical center. Upon transfer the patient¿s inr was 2.2; coumadin and aspirin was placed on hold and resumed on (B)(6) 2018. On (B)(6) 2018, a colonoscopy revealed multiple colonic pseudopolyps. A sigmoidoscopy on the colon revealed some hemorrhagic changes and a benign appearing adenomatous polyp in the ascending colon. Polypectomy and hem clip placed. The patient¿s bleeding resolved on (B)(6) 2018 and their hgb was 11.0 mg/dl with an inr of 1.3 seconds. Additional information reported that the patient began to have dark maroon stools on (B)(6) 2018. On (B)(6) 2018, coumadin was held. A repeat colonoscopy was performed on (B)(6) 2018 and revealed cecal ulcer with visible vessel which was treated with hem clip placement and coumadin resumed (B)(6) 2018. The patient was discharged home on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.